Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported two instances where the retrieval string broke from the pessary during removal and the pessary remained inside her body. The pessary was removed manually. No consequences reported.